Manufacturer narrative:
An event regarding crack/fracture involving an adm impactor was reported. The event was confirmed. Method & results: device evaluation and results: visual analysis confirmed the returned device was fractured. Medical records received and evaluation: not performed as medical records were not provided or relevant to the event. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: this event is within the scope of CAPA and no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the surgeon tapped once on the adm ball impactor tip when the device fractured.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon tapped once on the adm ball impactor tip when the device fractured.